Event description:
It was reported that patient stated the purewick urine collection system was not working well the last 2 weeks waking up wet. Representative place an order for a kit could not trouble shoot at this time, but they would call back next thursday (B)(6) at noon to trouble shoot. It was unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the purewick urine collection system was not working well the last 2 weeks waking up wet. Representative place an order for a kit could not trouble shoot at this time, but they would call back next thursday 04september at noon to trouble shoot. It was unclear if lot number was requested. Used with flex wicks. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.